Manufacturer narrative:
H10: the actual device was received for evaluation. Visual inspection of the product with the naked eye showed the product wet and the dialysate port on the housing was observed to be partially broken. A stress mark on the side of the port was observed. The reported condition was verified. The cause is most likely storage and transportation related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided video shows the product during priming. Dripping was observed in the area of the dialysate port. The reported condition was verified. Visual inspection of the two provided photos shows the dialysate port and the product label with product barcode. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a polyflux 170h, an external fluid leak was observed due to a cracked filter. The pressure alarm was triggered. There was no patient involvement. No additional information is available.